Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the fabius device had a ventilator failure during use. There was no injury to the patient reported.

Manufacturer narrative:
The investigation was carried out based on the available information and the analysis of the provided logfile. In the logfile, on the date of event, some entries in context to the described symptom were found: v044 membrane pres low (-117mbar) was found; this entry is logged when the membrane vacuum drops below the minimum value for auto ventilation (approx. -130 mbar). In this case, the ventilator stops as a precaution and the device alarms for ¿ventilator fail¿ and ¿check apl valve¿. In this case, manual ventilation, as described in the IFU, and monitoring remains available. A dräger technician was dispatched to service the affected device and it was found that the lip seal of the ventilator was not set correctly. It is plausible, that a pneumatic leakage at this seal has caused the reported symptom. Dräger finally concludes, that the device responded as specified upon the symptom; no patient consequences have been reported. After sealing the leakage, the device passed testing according to dräger specifications and the device was returned to use with no further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.